Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm large hem-o-lok clip applier instrument to perform failure analysis. The instrument was analyzed and found to have one grip cable broken at the proximal end in the housing. This caused loose cable at the distal end. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the large hem-o-lok clip applier be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.